Manufacturer narrative:
H4: the lot was manufactured from august 22, 2022 to september 09, 2022. H10: the actual sample was received for evaluation. Visual inspection on the returned sample noted fluid inside a bag that contained the unit. The cause of the fluid inside the bag was found to be an untightened blue winged cap. The cap thread was exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green color water to the nominal volume. After fill and prime, to ensure the blue cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The unit was being monitored and the next day, no signs of leak were observed. Based on the sample analysis finding, the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked chemotherapy drug. This was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.